Event description:
It was reported that during percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 75% stenosed and moderately calcified lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The maverick 2 20mm x 2.0mm balloon catheter was advanced to the lesion for pre-dilatation. Upon the initial inflation, the balloon ruptured at 5atms. The balloon was successfully removed intact and the procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number shows that the device met its material, assembly, and product specifications. The most probable root cause of the balloon rupture can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited performance of the device.